Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. The customer¿s blood glucose level was 213 mg/dl. Troubleshooting was performed for damage and noticed that the reservoir was unable to lock in place due to the cracks. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.